Event description:
The device was applied during a prostatectomy procedure. Reportedly, the clips did not advance properly. The surgeon used another device to complete the procedure. The hospital has reported that no pt injury occurred.